Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions found during manufacturing.

Event description:
The facility reported a colleague infusion pump with the reported condition of error code 810:15. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 7:01:00.

Manufacturer narrative:
(B)(4). The reported condition was confirmed in the pump's event history. The root cause was determined to be a faulty pump head module (phm). The phm was replaced to fix the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if any additional information become available.